Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Mw5063998.

Event description:
It was reported to philips that a nurse was performing a routine defibrillator check and unintentionally delivered a shock to a patient. The patient was reported to have experienced transient chest pain that resolved quickly and without intervention.